Event description:
The manufacturer received information alleging the patient's device was hot and had a burning rubber smell. The patient reports they woke up gagging and coughing. The device made a horrible noise, and the patient ran the device outside since they thought it would catch on fire. The patient states they changed the filter 3 days before it happened and does not use the humidifier. The patient believes this happened about one year after receiving the device. The device was plugged into a surge protector and a phone was also plugged into the same surge protector. The device has been returned, and evaluation is pending. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reporting the manufacturer received information alleging the patient's device was hot and had a burning rubber smell. The patient reports they woke up gagging and coughing. The device made a horrible noise, and the patient ran the device outside since they thought it would catch on fire. The patient states they changed the filter 3 days before it happened and does not use the humidifier. The patient believes this happened about one year after receiving the device. The device was plugged into a surge protector, and a phone was also plugged into the same surge protector. The device has been returned, and evaluation is pending. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer service center for evaluation, and the customer's complaint of noise and odor was confirmed. During the evaluation it was noted the blower impellor was broken and foreign contamination may have contributed to the event. The contamination was most likely external to the device. The device was scrapped after the evaluation was complete. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Based on information available at this time, the reported event of woke up gaging and coughing, device smells like burning rubber, is hot, and made a "horrible noise" is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. No further action is required. If additional information is obtained about this event, please send it to the pms clinical expert for review.